Manufacturer narrative:
H6: investigation: type, findings, conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The root cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An 80-year-old female with acute myocardial infarction complicated by cardiogenic shock (pre-support scai shock stage a) was supported with an impella cp via right femoral percutaneous arterial access. During support, the device functioned as intended at p-3 with reported flows of 2.4 l/min using d5w with sodium bicarbonate in the purge solution. A complaint was reported involving impella connect, in which a ¿pump connected¿ message was not displayed and no data stream was visible in the overview despite the aic appearing online; the error history was also empty, although live pump data transmission was confirmed. No device malfunction impacting pump performance was identified. Concurrently, two ventricular thrombi were identified overnight; however, the patient remained awake, hemodynamically stable, without catecholamine support, and in the weaning phase without apparent dependence on mechanical circulatory support. The cardiac surgical center was contacted for clinical guidance regarding thrombus management. It remains unknown if intervention was implemented in regard to the thrombus. The device was explanted on (B)(6) 2026, and the patient survived with no reported device-related adverse event.